Event description:
Pt complained of pain. Doctor stated pt is a drug addict and was drug seeking. Doctor removed the original insert to observe the knee. He said there was no problem whatsoever with the original prosthesis. The insert was removed, and will not be disposed of by the hosp.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain. The cause of the pain was not determined as the surgeon reported there was no problem with the original implant. There are no indications of material, design or mfg problems with the insert. The pt was revised 10.5 yrs after prior surgery to remedy pain. Surgeon replaced the tibial insert with the same size, noting there was nothing wrong with the explanted device. The explanted device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. No info was provided regarding pt activity, accidents, or medical contra indications that would likely cause pain. The pt was reportedly a drug addict. This is the first complaint for this part #. As indicated by the surgeon, there was no problem with the original insert that would cause pain. The surgeon indicated the explanted device had no problems and there was no observed reason for the pt's alleged pain.